Event description:
It was reported that during a liver resection procedure, the surgeon fired device and was not able to open the stapler after fourth stroke. He was able to remove the stapler from the tissue without opening the stapler. Case completed with another device of the same product code. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4).